Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. The customer contacted technical support for assistance and was provided with information to reset the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump.